Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. A 7.0mmx40mmx135cm (4f) sterling balloon was advanced for dilation. During the procedure, the balloon ruptured upon initial inflations at 8 atmospheres for 10 seconds. The device was removed without any problems and replaced it with a 10.0 x 40, 75cm mustang balloon. However, it also ruptured at first inflation at 15 atmospheres for 10 seconds. A new 6.0mmx40mmx135cm (4f) sterling balloon was used but it also ruptured. The procedure was then completed with a different device. No complications were reported, and the patient was in good condition after the procedure.